Manufacturer narrative:
The insulin pump was received with broken off end cap. The device also had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call, the case on the insulin pump was broken. Customer's blood glucose was unknown. It is unknown if troubleshooting was performed. The device was returned for analysis.